Event description:
It was reported that a pt with a pacemaker was monitored by a gamma monitor. The gamma monitor was connected to a mvws (multiview workstation). According to the user, there was no asystole alarm respectively the alarm was not transferred to the central. The patient died on (B)(6) 2013 at about 7am. After this, the pt was disconnected from the monitor/central station and the trend data was no longer available. The monitor was checked at the customer's site on (B)(6) 2013 and pacemaker detection and alarms were ok. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.